Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure that the sureform 60 stapler instrument would not fire at all. The procedure was converted to an open procedure, with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The sureform 60 stapler instrument involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. A review of the instrument logs was performed for the sureform 60 stapler instrument (part #480460-09; lot #l12220728). The instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: during a da vinci-assisted sigmoid colectomy procedure, the customer converted to an open procedure after the start of the procedure due to the sureform 60 stapler instrument not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient was able to tolerate the open procedure with no reported injury. The customer adjusted the drape and removed the instrument a couple of times. The procedure had been in progress for about an hour before the issue occurred. The procedure was completed with back up stapler instrument.

Manufacturer narrative:
Corrected information can be found in fields: d1. D2. D4, d5, d7, d10 additional information can be found in the following fields: g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed through review of the system logs confirming the occurrence of engagement error faults (error code 22020) on universal side manipulator (usm) arms 3 and 4 involving sureform 60 stapler instruments. During field evaluation, fse tested the system and confirmed no issue with any of the usm arms when tested with known good instruments. The engagement failures were not reproduced. The da vinci system and all usm arms were verified by the fse as ready for use. Additional investigation was performed. Isi received the da vinci product (sureform 60 stapler instruments) involved with this complaint. Both sureform 60 stapler instruments were analyzed. Review of the logs showed that the instruments failed to engage on 28-oct-2022 using system sk3028. Engagement error code 22020 indicates a potentially high friction with motion. The instruments were functionally tested and placed on an in-house system. Instruments were recognized and passed engagement on consecutive attempts. No error messages occurred. The instrument moved intuitively with a full range of motion. The grips opened and closed properly. The clamp and fire test was passed. Staple formation was found to be proper. Higher than normal friction was found when the main tube was manually rotated. This confirms an issue on both instruments. The probable root cause is attributed to be manufacturing related. These failures contributed to the customer reported issue. Verification via procedure logs confirms the occurrence of a procedure on the reported event date of (B)(6)2022 matching the documented event details. The logs were reviewed/analyzed as part of the isi fse's investigation. Additionally, a review of the instrument logs was performed by failure analysis on both returned instruments, which confirmed that the instruments failed to engage and did not fire.

Event description:
Refer to h10/h11 for follow-up information.